Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a display issue. It was reported that the display was cracked and there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2016 with the following findings: a cracked display lens was found. Unrelated to the complaint, the pump cover was cracked between the corner of the lens and case deal. A leak was observed due to cracked pump case. Moisture damage was found inside the pump: moisture corrosion was found on all boards and moisture on the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.